Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received entitled, "failure of polyethylene insert locking mechanism after a posterior stabilised total knee arthroplasty- a case report". Literature article "failure of polyethylene insert locking mechanism after a posterior stabilised total knee arthroplasty- a case report" (2016) by gurava reddy, soundar rajan d, chiranjeevi t, karthik c, and krishna kiran e published by journal of orthopaedic case reports doi:10.13107/jocr.2250-0685.492 was reviewed. The article purpose: to report a previously unpublished complication of polyethylene insert locking mechanism failure in a 10-months-old posterior stabilized total knee arthroplasty in a (B)(6)-year-old woman with osteoarthritis for whom attune (depuy) knee implant was used. The article reports: a (B)(6)-year-old female underwent (attune,depuy) primary bilateral posterior stabilised total knee arthroplasty in a private hospital. The patient did not have any complaints and had been functioning well post her arthroplasty. After a fall, she presented with knee pain and swelling. Post-lateral dislocation was confirmed with radiographs. Surgeons expressed concern that only replacing the polyethylene insert would not suffice alone therefore it was decided to do a full revision using a tciii total knee system. The patient had no complications post-operation. The authors could not exactly point out the exact mechanism of locking mechanism failure. Cement manufacturer/usage and patella resurfacing was not discussed within the article. Depuy products involved: attune. Complications: implant dislocation (1), medical device implant removal (1), pain (1), swelling (1), surgical intervention (1).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.